Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needles are clogged. Verbatim: from phone call on (B)(6) 2021 15:25:52: called consumer to follow up on complaint. Consumer stated that the insulin does not come through the needles during injection. Consumer also stated that he no longer has the box or samples. The lot # is not available but he provided product information and mailing address. Js. Lot #: unknown. Catalog #: 320122. Date of event: unknown. Samples: discarded. Voicemail: consumer left voicemail stating that the needles are clogged.12-23-20: returned consumer's call and left voicemail for return call.".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needles are clogged. Verbatim: from phone call on (B)(6) 2021 15:25:52: called consumer to follow up on complaint. Consumer stated that the insulin does not come through the needles during injection. Consumer also stated that he no longer has the box or samples. The lot # is not available but he provided product information and mailing address. Js lot #: unknown catalog #: 320122 date of event: unknown samples: discarded voicemail: consumer left voicemail stating that the needles are clogged.(B)(6) 2020: returned consumer's call and left voicemail for return call."